Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 599 mg/dl and went to the emergency room. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue and therefore the customer found it difficult to manage their diabetes without this reading. Customer declined troubleshooting with tandem technical support and declined to provide further information.